Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported hospitalization due to low blood glucose. The customer reported that during the priming process the insulin was flowing out rapidly and alarming no delivery. The customer's blood glucose reading was 48 mg/dl. The customer treated with food. The emergency room physician stated that the customer had taken too much insulin. The blood glucose reading at the time of the hospitalization was 22 mg/dl. No further information reported.